Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tried to remove the blue fiber connection from the port but found that the port cable itself was ripped out. The fse replaced the blue fiber connector port according to isi procedures to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The fiber optic cable was analyzed, and the reported failure was confirmed and replicated. Upon visual inspection, failure analysis found that the cable was damaged at the port/connector. The reported complaint was confirmed by field evaluation and failure analysis, which indicates the product did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the blue fiber cable was broken off in the patient side cart (psc) while the customer was setting up with the patient in the operating room (or) under anesthesia. The customer was not able to get the blue fiber cable end out from the fiber socket on the psc. The customer was able get another psc to start the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.